Event description:
Country of complaint: (B)(6). Complaint description: ceramic was broken. There is a possibility that a part of ceramic is still in pt's body.

Manufacturer narrative:
United states reporting agent notified on: (B)(6) 2014. K003608. MFR evaluation: product was not provided for investigation. Since these types of instruments are controlled to 100% before going to the warehouse, we assume an application error, caused by mechanical overload. There are no hints for material or product deviation.